Manufacturer narrative:
S/w version unknown. Retainer ring black. Pump case ngp. Patient returned pump for an alleged cosmetic damage located at the back of the pump, unresponsive keypad, and battery lasts less than expected observed on 23-aug-2023. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Successfully download history files and traces using thus before receiving blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact, dried insulin in the motor slide, a corroded home switch and moisture damage on pcba 1 and pcba 2. Battery tube was not able to realign during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: batteryt tube threads - cracked, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, cracked case - corner of belt clip rails, cracked case (battery tube). Blank display was confirmed during analysis due to misaligned battery tube. Unable to confirm unresponsive keypad and charge last less than expected due to blank display anomaly. Cosmetic damage was confirmed at the back of the pump during analysis. Pump exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a buttons stuck down and batteries die sooner than expected. Troubleshooting was not performed. No harm requiring medical intervention was reported and the issue was not resolved. It was unknown whether the customer continued using the insulin pump and the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.